Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
While attempting to implant the cardiomems sensor, the sensor remained attached to the delivery system and wire causing a clinically significant delay. Heparin was administered. After troubleshooting, the sensor was able to be detached from the delivery system and wire, the sensor was deployed and calibrated.